Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) in accordance with isi procedures due to the non-recoverable system fault. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported complaint, but confirmed that the error 25520 occurred via field error logs. A visual inspection and sine cycle were completed without any issues. The tests performed via diagnostic test engineering (dte) and matlab were passed.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer had a non-recoverable fault. The customer informed the technical support engineer (tse) that the system faulted, and the surgeon was no longer able to control arm 3. The customer also informed the tse that arm 3 contained a cadiere forceps instrument that was grasping tissue. The tse viewed the system event logs, and was able to confirm voltage errors pointing to the right master of surgeon side console 1 (ssc1). The tse recommended that the surgeon adjust the master controller configuration in efforts to open the jaws of arm3's instrument using the working master tool manipulator (mtm). The surgeon was unable to swap mtm configuration. The tse then had operating room (or) staff locate the instrument release kit (irk), induce an emergency stop fault, apply irk (tissue release successfully), remove the cadiere forceps instrument and all other instruments (camera left installed), power down system, hard power cycle the ssc, reseat the ssc blue fiber cable, and then reboot the system. The system successfully homed. The or staff reinstalled the instruments, but the surgeon was not able to toggle between arm 3 on the right mtm. The tse then had the or staff swap all instruments from ssc1 to ssc2. Full instrument and master controller association was then achieved. The tse informed the customer that the instrument that had the irk applied to it could no longer be used, and must be returned. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator stated that they were able to successfully release the tissue and the procedure was completed with ssc2. There was no patient injury.